Event description:
Loaner equipment from vendor used in hip surgery and later found to be dirty from prior use and improper cleaning. Tech took device apart and found dried blood etc inside and in the handle when unscrewed. Soaked pieces for days in solution and still not clean. Pictures were taken of dirty equipment and vendor called. The synthes rep said this device is not meant to come apart and took device. Obviously despite prior cleaning to use, the product cannot be thoroughly sterilized and cleaned and if not supposed to be taken apart, this is why cannot clean. This device is loaned to other facilities and obviously has been used elsewhere with the dried blood etc inside.